Manufacturer narrative:
(B)(4). The p cap or reservoir locks properly into place. Insulin pump passed displacement test. Insulin pump received with cracked retainer, pillowing keypad overlay and minor scratches on case. No damage on retainer ring noted.

Event description:
Information received by medtronic indicated that the center keypad of the insulin pump had a crack. The insulin pump was neither bumped nor dropped. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.